Event description:
The patient reported a friend gave him 2 insulin infusion devices and one of them is not working. The infusion device is not registered to the pt. The pt stated he could set the clock on the device, but could not set the basal rates. He stated nothing would happen when he pressed the "h" or "m" bhuttons. The pt was instructed on how to set the basal rates by pressing the buttons, but this was unsuccessful. He was then instructed to press all 3 buttons from the stop screen to unlock the basal function before attempting to set the basal rates again. The pt was still unable to set the basal rates. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.